Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure. The pt was experiencing discomfort at the pocket site after losing weight. During the procedure, the physician shifted the ipg upward and sutured it in place. The pt was reportedly doing well following the revision procedure.